Manufacturer narrative:
H10: the product was discarded. An evaluation was not completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The product was discarded.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the coil was reported missing after examination. Pediatrician inspected head post birth and was unable to locate coil. Day 3 lump on baby's head developed and removed on ward under local anesthetic.